Manufacturer narrative:
The returned device is currently under evaluation. We are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the screw would not properly seat on the screwdriver. When the surgeon would attempt to implant the screw, the shaft of the screw would move on the driver causing the pedicle to be damaged. The surgeon proceeded with a non instrumented fusion.